Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 pockets had failed to release. A field service engineer accessed the system using higher level credentials; pocket released and the service restored successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in drawer 2.1. The customer tried to recover the drawer by rebooting the station, but the issue persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.